Event description:
It was reported that there was a shocking or jolting sensation. The patient felt a knife like stabbing/shocking pain when she was standing in her kitchen 3 months ago. She had to move in a specific position in order to get stimulation in the right place for the past 2-3 months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 39286-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).